Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 month. Through follow-up with the health-care provider (hcp), it was learned that the valve was explanted due to endocarditis. The hcp also noted that the event is patient related and not related to any product malfunction or quality deficiency. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Based on the op report received, this patient presented with enterococcal endocarditis and had aortic valve replacement (avr) and mitral valve repaired approx. 8 months prior to this surgery. He did well for about 6 months, but had recurrence of infection involving both valves. He was re-operated on in (B)(6) 2012 and replaced both the aortic valve and mitral valve (subject device). Pre-dismissal echo appropriately showed the valves functioning normally. He was discharged home on antibiotics. He returned now with congestive heart failure and severe paravalvular leak on the mitral side. The patient consented for redo-heart surgery. Upon inspection of the mitral valve, there was clear dehiscence anteriorly. It appeared to be re-infected with significant amounts of slime on the pledgets. The valve was resected. The aortic valve was also inspected, and there was a clear mucoid mass on the ventricular side at one of the leaflets. Therefore, it was decided to re-replace the aortic valve at this time. Unfortunately, the patient developed aortic insufficiency and mitral valve dehiscence approx. 2 weeks post-op, requiring redo-avr and mitral valve replacement again. Please reference MDR report #2015691-2012-18127 and #2015691-2012-18128 regarding these two events.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient had a recurring episode of endocarditis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Additional information (e.g. Operative report, discharge summary) and the sample device is currently being requested from the hospital, in order to conclusively determined the root cause of this event. A supplemental MDR will be submitted if any new information or the device is received.